Event description:
In 2008, boston scientific corp was informed that during a procedure, two resolution clip devices prematurely deployed. Procedure successfully completed with a different device without any pt complications. Note: this MFR report pertains to the first of two events that occurred during the same procedure. MFR # 3005099803-2008-05443 pertains to the second event.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.